Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified device patch with lot 1842466 and catalog n-27-fm120-310. (Red) particle material on the shell. Creases. Deformation. Wear abrasion. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "dimpling", textured exchange, and capsular contracture baker grade IV.

Event description:
Patient reported left side textured implant exchange and "dimpling". The device has been explanted. Healthcare professional reported capsular contracture baker grade IV.